Event description:
It was reported that during the implant procedure, there was placement difficulty with the left ventricular (lv) lead. The lv lead also exhibited high thresholds. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that lead passed introducer test. If information is provided in the future, a supplemental report will be issued.